Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, to report that the patient experienced a faulty transmitter, that occurred on (B)(6) 2015. No additional event or patient information is available.